Event description:
Event 1:This event involves a patient who was admitted to "[redacted]" Pediatric Intensive Care Unit (PICU) on "[redacted]" from an outside hospital for surgical management. On "[redacted]"-the day of admission, the patient underwent surgery for an open external incision and drainage of the retropharyngeal and mediastinal abscess via the left neck. On "[redacted]"-post-op day 1, the patient underwent a bedside procedure to insert a peripherally inserted central catheter (PICC) in the right upper extremity for antibiotic therapy without complication.On "[redacted]"-post-op day 7, the patient demonstrated wincing when the white port of the PICC line was flushed as per routine. Initially a 10 cubic centimeter (cc) syringe was used to flush the port but was met with resistance. A second attempt was made to flush the port with a 3cc syringe that was filled with heparin prior to flushing. The patient continued to wince, and leaking was noted at the insertion site. An Intravenous Team (IV) nurse was consulted to evaluate the site. Assessment of the PICC also indicated that the red port was not flushing. A decision was made to discontinue use of the line and to remove the PICC. On "[redacted]"-post-op day 8, after removal of the PICC, a small fracture was noted in the line at the 2.75-centimeter (cm) mark. On "[redacted]"-post-op day 9, the patient was scheduled for a chest tube insertion in the operating room (OR) and in order to minimize the need for additional anesthesia, the patient also underwent replacement of the PICC by the IV team in the left upper extremity while in the operating room. Event #2This event involves a patient who was admitted to "[redacted]" Pediatric Intensive Care Unit (PICU) on "[redacted]" from an outside hospital for monitoring and management. On "[redacted]"-hospitalization day #45, the 2.6 Fr picc line was found cracked at the hub when the PICC RN came to assess and administered a tissue plasma activator (TPA), which is a thrombolytic agent, to the line. The TPA was administered to both lumens but after the dwell both lumens were still very sluggish with no blood return. The dressing was removed to further investigate and was found to be wet underneath. The line was then flushed with the dressing off and leaking was visible from catheter. On "[redacted]"-hospitalization day #47 a new PICC was placed by IV RN on "[redacted]"-that day at 1123 at the bedside over a guidewire at the same site as the previous PICC and midline. PICC breakage a result of user error, not device failure although there were still concerns regarding the product by the team.